Event description:
It was reported that during use on a patient, the batteries were not charging the cardiosave intra-aortic balloon pump (iabp) and the helium tank was not marking the amount of helium. The device was removed and replaced with another iabp to continue with the patient's therapy. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate and found the pump in rescue mode and not latched into the cart. The stm reseated pump in the cart and pump operated normally. In addition, the stm stated that it was not a failure of the pump, it was an operator error. The pump never stopped working as designed. Subsequently, unit passed all calibration, functional and safety tests to factory specifications, the iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the batteries were not charging the cardiosave intra-aortic balloon pump (iabp) and the helium tank was not marking the amount of helium. The device was removed and replaced with another iabp to continue with the patient's therapy . There was no harm or injury to the patient and no adverse event was reported.